Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose was 126 mg/dl. Reportedly, the customer wears the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump. Customer changed the cartridge to address the event.